Event description:
Pt presented for routine follow up at 8 months post op. X-ray revealed 3 broken proximal screws. Pt osteotomy is solidly healed and pt is asymptomatic. Routine hardware removal has not been scheduled.

Manufacturer narrative:
Internal risk assessment (hhe) determined that this malfunction did not meet the requirements of a mandatory reportable adverse event per 21 cfr 803.50, but the firm wishes to report the malfunction.